Manufacturer narrative:
Upon further review of skinvive¿ by juvéderm® direction for use for singapore, injection in the hands is not considered off-label use and has been removed. Additional, corrected, and/or changed data: b1, h6.

Event description:
Healthcare professional reported injecting a patient in the hands with 2 ml of skinvive¿ by juvéderm®. Fifty days post injection, patient began to experience "itchiness, hardened lumps at site of injection, swelling and pain". Patient later noted the injection left "spots all over [their] fingers". Patient noted it takes "6 to 7 injections to dissolve one finger". Patient stated they originally had 2 injections per finger, but when they did a second dissolution, they noticed there were 6 or 7 lumps on each finger. Patient received 300 units of "dissolving enzymes" but the lumps remain. Patient noted they had "more than 50 injections of lytic enzymes" but the swelling remains. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the hands with 2 ml of skinvive¿ by juvéderm®. Fifty days post injection, patient began to experience "itchiness , hardened lumps at site of injection, swelling and pain". Patient later noted the injection left "spots all over [their] fingers". Patient noted it takes "6 to 7 injections to dissolve one finger". Patient stated they originally had 2 injections per finger, but when they did a second dissolution they noticed there were 6 or 7 lumps on each finger. Patient received 300 units of "dissolving enzymes" but the lumps remain. Patient noted they had "more than 50 injections of lytic enzymes" but the swelling remains. Symptoms are ongoing.